Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4318, serial/lot: (B)(4), description: clik x anchor sterile kit. The devices will not be returned as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances on the left lead. Reprogramming did not resolve the issue, therefore, the patient underwent a procedure where the lead and lead anchor were replaced. The patient is doing well post operatively.